Event description:
The cable did not work with the cam02 monitor. The problem occurred in surgery a week ago from the reporting date of (B)(4) 2014. He cable was discarded by the customer. The customer could not provide any more additional information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.